Manufacturer narrative:
One 72200750 twinfix ti 2.8mm ultrabraid suture anchor device used in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The insertion device was returned without its anchor, but there is either the head of an anchor or other instrument jammed up and broken off inside the insertion shaft returned. A strand of suture was returned. It would not release from inside the inserter. The broken anchor would be aligned with loss of axial alignment; slipping or over torqued. If the item is an instrument it would then be force, deliberate and un-recommended use. Instructions for use contains technique driven instructions, specific warnings and recommendations for use: ¿breakage of suture anchor can occur if predrilling is not performed prior to implantation. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ complaint history review for three previous years indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number reported. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. There was no evidence to suggest that product from this family did not pass requirements upon release for use. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure.

Event description:
It was reported that the during implantation of the twinfix titanium 2.8 ultrabraid into the patients's bone it broke by its length. It was taken away. No significant delay and it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.